Event description:
Negative pressure wound therapy pump failure during an in-service for referral source/contracting nursing home. Pump malfunction: pump would not power on. Pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed by equip tech upon receipt back to company.